Manufacturer narrative:
(B)(4). A photo is available for evaluation. The evaluation has not yet been completed. Once the evaluation is completed a follow up will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the customer reported condition of ''an intravia empty container (250ml) in which a potential reaction with generic and undiluted akron hydromorphone is questioned due to visible air bubbles detected on the inside of the plastic container'' was confirmed during visual inspection of reported sample. One photograph of the reported container was available for evaluation. During visual inspection, air bubbles were observed in the container. No other tests were performed. The assignable root cause of the reported condition is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The customer reported to corporate product surveillance (cps) regarding the intravia empty container (250ml) in which a potential reaction with generic and undiluted akron hydromorphone, (B)(4), lot number 041371, is questioned due to visible air bubbles detected on the inside of the plastic container on (B)(6) 2011. The customer has been using the intravia bag for a long time, however, this may be the first time it was used for the this mixture. The bag already contained sodium citrate (0.2%) and citric acid (0.2%), but the bubbles did not form until the hydromorphone was added. The bag was tapped for about 15 seconds to remove the bubbles, but they could not be removed. Pharmacist stated that the bag was filled and refrigerated on (B)(6) 2011. There was no patient involvement, and no patient injury or medical intervention necessary. No additional information is available.